Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the feeding tube detached as the physician was trying to pull it through the incision site. A second safety peg kit push method; however, same thing happened, the feeding tube detached upon pulling it through the incision site. The procedure was still completed with the second endovive safety peg kit push method. There were no patient complications reported due to this event.

Manufacturer narrative:
(Device codes): problem code 2907 captures the reportable event of feeding tube detached. Visual examination of the returned device revealed that the peg tube was in two pieces. The distal tip was detached. The distal tip appeared to be cut. The complaint was consistent with the reported incident that the peg tube was detached/separated. It is likely that operational factors, such as user handling/technique, excessive force, and patient anatomy, contributed to the feeding tube damage. Based on all gathered information, the complaint investigation conclusion code selected is adverse event related to procedure, which indicates that the adverse event occurred during the procedure and the device had no influence on event. A DHR (device history record) review was performed and did not identify evidence of deviations or non-conformances in the manufacturing processes that could contribute to the complaint. The DHR review confirms that the accepted device met all manufacturing specifications. A labeling review was performed and no anomalies were found.

Event description:
It was reported to boston scientific corporation that a endovive safety peg kit push method used during a percutaneous endoscopic gastrostomy (peg) placement procedure performed on (B)(6) 2018. According to the complainant, during the procedure, the feeding tube detached as the physician was trying to pull it through the incision site. A second safety peg kit push method; however, same thing happened, the feeding tube detached upon pulling it through the incision site. The procedure was still completed with the second endovive safety peg kit push method. There were no patient complications reported due to this event.